Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient's blood glucose level rose to greater than 21.6 mmol/l while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be bent. The patient's mother called the hospital and was advised to change the pod. Subsequent to pod replacement, blood glucose levels decreased. No medical treatment was given.